Manufacturer narrative:
Software logs were returned to the manufacturer for analysis. Analysis found that system displayed the following message to the user: "error computing 3d reconstruction". The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that after a 3d spin the system indicated "3d reconstruct error". The scan did not transfer to navigation system and the site noted navigation system indicated the patient was still being scanned. No 3d images were present on the mobile viewing station, but the 2d images were present. After rescanning the patient the images were transferred successfully. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact to patient.